Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.

Event description:
This is report 1 of 3 for the same event it was reported from (B)(6) that during service and evaluation, it was determined that the motor of the small battery drive device seized, jammed, and was moving heavily. It was noted that the device did not work. It was further determined that the device failed pretest for check off/oscillation/on switch mode function. It was noted in the service order that two additional small battery drive devices, and three handpiece device did not work during the same event. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.